Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 350 mg/dl. The current blood glucose was 295 mg/dl. Customer treated for high blood glucose with injection. Customer declined troubleshooting for the high blood glucose. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed all operating currents tested within the specific range and passed off no power test. Device passed the unexpected restart error test. Device received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.